Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence secondary to hypermobility of the bladder neck pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy; performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent full abdominoplasty, anterior rectus sheath placation and direct repair of right inguinal hernia on (B)(6) 2011. No additional information was provided

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent abdominoplasty, anterior rectus sheath plication and hernia repair on (B)(6) 2011. No additional information was provided.